Manufacturer narrative:
The customer did not retain the finished goods consumable lot number. As such, the device history record (DHR) and lot history could not be reviewed. The customer did not retain a consumable sample for this complaint report and as a result, a visual inspection or functional testing could not be conducted. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on august 13, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the customer's complaint could not be established as a sample has not been received and the system was found to meet specifications. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which indicated that there was an issue with closing the lid of the balanced salt solution (bss) storage compartment of the console. When the ophthalmic surgeon attempted to prime the fluidics management system, even though bss was set up, the lid was in an open condition and was unable to be closed. The device moved to the surgical screen and became operable. The surgeon performed the procedure; however, the surgeon felt that there was an irrigation failure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that irrigation failure occurred and the anterior chamber was unstable during surgery. The procedure was completed without patient harm. Additional information has been requested. The product sample is not available for evaluation.